Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned and investigated at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure. During the procedure, it was observed that the patients' blood pressure had dropped. A presence of pericardial effusion had occurred and it was confirmed with an ultrasound catheter. The doctor performed a pericardiocentesis and drained 600cc's of fluid from the pericardial cavity. The patient was reported to be in stable condition; however, the pericardial effusion kept coming back so the patient was sent to surgery. No additional information was received. Multiple attempts were made via email to obtain the patient outcome and additional information but with no results.